Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient washed and reused the catheters until the new shipment arrived. The patient stated that, as a result, she developed a urinary tract infection. The patient was prescribed antibiotics, which reportedly cleared the infection.

Manufacturer narrative:
The reported event was confirmed as use related per the event description. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "davol®all-purpose urethral catheter caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. U.s. Product. Packaged in mexico caution: federal (USA) law restricts this device to sale by or on the order of a physician. Single use contains or presence of natural rubber latex. Lot number catalog number do not resterilize. Caution, consult accompanying documents. Do not use if package is damaged units keep away from sunlight warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Consult instructions for use. Sterilized using ethylene oxide bard and davol are trademarks and/or registered trademarks of c. R. Bard, inc. Use by"

Event description:
It was reported that the patient washed and reused the catheters until the new shipment arrived. The patient stated that, as a result, she allegedly developed an urinary tract infection. The patient was prescribed antibiotics, which reportedly cleared the infection.